Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191. Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the reporter, on approximately (B)(6)2025, the patient experienced severe hypoglycemia at home. The patient was unconscious and convulsed (seizures), while their blood glucose was 0.6 mmol/l. Their hcp was not able to determine the cause for the event. There was no documentation about the medical intervention nor the treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. According to the reporter, on approximately (B)(6) 2025, the patient experienced severe hypoglycemia at home. The patient was unconscious and convulsed (seizures), while their blood glucose was 0.6 mmol/l. The parents were with the patient during the event and called the ambulance. The patient was treated with glucose IV and admitted to the hospital. The patient was discharged on the (B)(6). At the time of the event the patient was good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - additional information. B5: describe event or problem - correction. H2 type of follow up: correction/additional information. H6 codes: additional information.